Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted: (B)(6) 2012; 419488 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient came to the office with a patient alarm going off. It was found that the right ventricular (rv) lead had high rv coil and rv svc coil impedances. The physician tried to place a new rv lead but was unsuccessful due to no room in the vein. Therefore, the chronic rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.